Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Hcp did not respond to multiple requests for more information. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the surgeon responds with more information.

Event description:
Complaint received from (B)(6): "infected gastric band removed due to infection. Upon removal the retained sheath had become dislodged and was retained in the subcutaneous plane."